Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time while preparing to move the pt, the nurse unplugged the pump from the ac power outlet. At that time, the pump powered off by itself without sounding an audible alarm tone. The customer reported that the pt had been "initially bolused just prior to the event." The pump was removed from clinical service. The customer contact indicated that therapy was resumed using a replacement pump in "less than a couple of minutes." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact stated, "there was no pain management issue for the pt." Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).